Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, a broken battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he has button issues. Customer also reported that insulin squirted out during the manual prime. Customer states he has chips and cracks in battery cap area.customer's blood glucose was 243 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.